Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): reportedly, resistance was felt during thumb advancer/exchange sheath splitting. Per the instructions for use do not advance the thumb advancer against excessive resistance. If excessive resistance is experienced during advancement of the thumb advancer, manually collapse the locator wings and remove the device. The device was not returned for analysis, which would have aided in determination of the root cause. Difficulty or failure to deploy the clip appears to be related to the inability to fully split the sheath. The most probable cause for the difficult or failure to split the sheath is related to the material used to manufacture the sheath. A review of the complaint handling database found similar incidents from this lot reported for difficulty or failure to split the sheath. Abbott vascular (av) conducted root cause analysis and determined the issue may be related to manufacturing. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device via a 5f sheath after an embolization interventional procedure. Reportedly, there was resistance advancing the thumb advancer and more force was used to get the sheath to split completely. The deployment button (step 4) was pressed; however, the clip failed to deploy. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.